Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade unknown, inflammation.

Event description:
Patient reported for left side "possible capsular contractures ('rock hard"), baker grade unknown", "inflammation" and "device was found ruptured during explant surgery, leaching toxic silicone into the body". The events "brain fog, memory issues, ibs" are not related to the device. The device has been explanted.